Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: b5, d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The legal manufacturer reviewed the customer-provided cds processes, and as a result of the review of the reprocessing method information provided by the user, there is no obvious deviation from the information for use (IFU). The hygiene microbiological investigation report indicated the channels of the scope were cultured, and no bacteria were detected. The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from the distal end section. Cfu: no evidence of germs after 2 days of incubation. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: instrument channel/suction channel. Cfu: no evidence of germs after 2 days of incubation. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu: no evidence of germs after 2 days of incubation. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 1 cfu. Bacterial identification: hafnia alvei. Sampling date: (B)(6) 2024. Sampling from the distal end section. Cfu: n.d. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: instrument channel/suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
After reprocessing, a hygiene microbiological investigation (hmi) test was performed, and the subject device test was positive.